Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address aseptic failure left tha. Revision notes reported a massive pseudotumor that distended the posterior capsule, short external rotators and gluteus medius, greater than 300 cc of fluid, acute local tissue reaction, massive proximal femoral bone loss with compromise of the abductors, circumferential large loss of contained bone behind the well-fixed shell. Product codes and lot numbers were provided. Left hip.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.